Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(4), alleging the one touch verio pro meter was giving the 'apply sample' message during testing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.